Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to experiencing bleeding gums and an elevated international normalized ratio (inr). The patient received intravenous (IV) fluids and their hypertension medication and warfarin were held. The patient was discharged and the ventricular assist device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Information received from the site indicated that the patient experienced bleeding gums and an elevated international normalized ratio (inr). Of note, it was reported that the patient was dehydrated, not taking their blood pressure medication, and overtaking warfarin. The patient received intravenous (IV) fluids and their hypertension medication and warfarin were held. It was further reported that the ventricular assist device (vad) exhibited low flows with low flow alarms related to the patient's hypertension and dehydration. The patient was drinking alcohol and not eating or drinking other fluids. The patient was also non-compliant with their blood pressure and blood thinner medications. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of bleeding events. Possible factors that may have led to the event include, but are not limited to, the patient¿s pre-existing history and related comorbidities, the reported dehydration of the patient, and the reported non-compliant use of medications. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited low flows with low flow alarms related to the patient's hypertension and dehydration. The patient was drinking alcohol and not eating or drinking other fluids. The patient was also non-compliant with their blood pressure and blood thinner medications.

Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced bleeding gums and an elevated international normalized ratio (inr). Of note, it was reported that the patient was dehydrated, not taking their blood pressure medication, and overtaking warfarin. The patient received intravenous (IV) fluids and their hypertension medication and warfarin were held. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of bleeding events. Possible factors that may have led to the event include, but are not limited to, the patient¿s pre-existing history and related comorbidities, the reported dehydration of the patient, and the reported non-compliant use of medications. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.